Manufacturer narrative:
D6b - date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2024-00680. Additional information received identified that there were no known allegations of deficiency against the device. The device was electively explanted at unknown date.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. As a result, surgical intervention was undertaken wherein the entire system was explanted. Date of explant is unknown.